Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they were hospitalized on unknown date due to unknown high blood glucose level. It was reported that the customer insulin pump had under delivery. It was unknown that auto mode feature was active at time of incident. The insulin pump will not be returned for analysis.